Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had recently had an avn ablation procedure, presented for follow up. Noise was noted on the ventricular lead. The patient was stable and would be reassessed at next follow up.